Event description:
A report was received that the patient was having difficulty charging the ipg. The patient had a non-device related cardiac conversion procedure. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
The complaint of the patient having difficulty charging has been confirmed. The ipg passed all visual and photographic imaging tests performed. The analog ic (aic-u1) was damaged. The battery depletion rate with stimulation off exceeds the typical battery depletion rate. Depletion rate is in the normal range prior to the patient's cardiac conversion. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. The use of cardiac conversion resulted in the reported complaint.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient had a non-device related cardiac conversion procedure. The patient will undergo an ipg replacement procedure.